Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v432837, implanted: (B)(6) 2010, product type lead; product ID 3093-33, lot # v432837, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the patient had a shocking sensation or current running down the side of their leg where the implant was for the past week prior to report. The patient also was not able to make an adjustment either with or without their antenna attached. The patient was trying to check their implant but it was not connecting. The patient had also been feeling weird for about a week. The patient noted the shocking would come and go and their device did help with their bladder. It was later reported the patient received a new programmer but was still getting the same question mark signal and the programmer was not linking with their implant. The patient stated they could usually feel the pulsating, like when they would sit up straight, but they hadn¿t felt it in about a week. The patient stated they noticed this in the past two days especially since they hadn¿t been able to communicate with their programmer. The patient said their setting was on 4.25 volts and was strong enough for them to feel it. The patient also had a loss of therapeutic effect and in the past week their urinary patterns had changed a little and they were going more than usual and didn¿t feel empty. The patient stated their system had been very helpful over the years and had helped them a lot. The patient also mentioned their system was close to the surface of the skin and it could move.